Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
During a post market surveillance study, the scope culture tested positive for klebsiella oxytoca and leclercia adecarboxylata after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. A review of the reprocessing procedure from the technician that reprocessed the scope at the user facility was not conducted since the technician no longer works for the reprocessing staff. There were no deviations observed during the sampling procedure review. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used an oer-pro aer to reprocess the subject scope. Based on the investigations, the glue condition from insufficient and or improper reprocessing procedures cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
This supplemental report is being submitted to provide the destructive sampling test report conducted by an external laboratory. The destructive sampling identified following microorganisms that are categorized high concern organisms. Klebsiella oxytoca, enterococcus faecium, pseudomonas spp., alcaligenes facials, staphylococcus aureus and acinetobacter sp. The reported klebsiella oxytoca was identified in the initial sampling. During destructive sampling, the external expert observed the following: -bleaching of the glue of the bending section. -surplus of the glue around the objective lens. -presence of hole of the glue around the air/ water nozzle. - and presence of oxidation at the air/water nozzle and the distal body. The scope was sterilized and returned to the service center. The scope was repaired and returned to the user facility. A review of the service history indicated no previous positive culture or cross contamination issue. The asset scope was last repaired on may 16, 2018. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.